Event description:
During a laparoscopic gastric bypass procedure, the doctor fired the device and had an incomplete staple line. There were no staples at the distal end of the cut line. The patient was opened and the bowel had to repaired. The case was completed with another device of the same product code.